Event description:
It was reported that there was a loss of therapeutic effect. The patient had the implant taken out about two months prior because it fused to the back bone and had to cut off part of the back bone. The device caused a lot of pain and suffering. The leads and battery pack were removed. It was causing really bad pain and the unit itself fused to the back bone and the scar tissue surrounding it. The patient was in agony on a daily basis. This began about 9-10 months prior, or longer than that. The patient was complaining to the healthcare provider (hcp) all of the time but didn¿t see him for a while. Then the patient went to a neurosurgeon who told him about it. They did x-rays and tried to reprogram but the patient couldn¿t sit/stand or do anything. They went in to remove and that was when they had the problem with it being fused to the back bone. They had to ¿chip part of the back bone¿ to get it taken out. It worked for about 6-7 months and gave the patient a lot of freedom. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).